Manufacturer narrative:
The patient referenced in this event file is enrolled in a retrospective and prospective observational cohort registry designed to obtain early data on the use of the gore® excluder® aaa endoprosthesis with c3 delivery system through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-12 module. The above information was obtained from the csd. The same patient showed a graft infection related to an abscess in the right groin. This event is being reported on an gore event (B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprosthesis (pre-implant CT diameter 75 mm). On (B)(6) 2020, a type iii endoleak was identified (cta diameter 76 mm). On (B)(6) 2021, the endoleak was treated with the implantation of an additional endograft. The patient tolerated the procedure.

Manufacturer narrative:
Section g: updated manufacturing plant.